Manufacturer narrative:
This product is available, but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The account tried to use product 502-102d, but the metal ring kept breaking the catheter extension when tightened.